Event description:
Vista dental products - sodium hypochlorite syringe; upon preparing to irrigate during a root canal, it was discovered that the syringe when tested prior to irrigating, spilled a yellowish fluid followed by black fluid. Black fluid was expelled when testing other syringes. This was seen once previously but the staff thought it was a fluke and didn't see it again until (B)(6) 2019. Vista dental products, (B)(6) us. FDA safety report ID# (B)(4).